Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation'), embedded device ('fallopian tubes: two benign fallopian tubes with imbedded coils'), pelvic inflammatory disease ('mild pid') and autoimmune disorder ('autoimmune - like symptoms') in an adult female patient who had essure (batch no. 655683-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, numbness (fingers & lips "going numb), taste metallic, menstruation irregular, uterine leiomyoma, uterine enlargement, polymenorrhoea, drug hypersensitivity, latex allergy and paratubal cyst. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included abdominal pain (irregular abdominal pain), constipation, diarrhea, bloating, tiredness, dizziness, malaise and fatigue. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain / pelvic pain"), infection ("infection"), allergy to metals ("nickel sensitivity"), uterine enlargement ("enlarged uterus") and abdominal pain lower ("right and lower quadrant pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, embedded device, pelvic inflammatory disease, autoimmune disorder, pelvic pain, infection, allergy to metals, uterine enlargement and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, autoimmune disorder, embedded device, fallopian tube perforation, infection, pelvic inflammatory disease, pelvic pain and uterine enlargement to be related to essure. The reporter commented: removal details- there was an inflammatory reaction along the right tube consistent with a right cornual tubal essure perforation one coil were visualized on the left concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device,pelvic inflammatory disease quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation'), embedded device ('fallopian tubes: two benign fallopian tubes with imbedded coils'), pelvic inflammatory disease ('mild pid') and autoimmune disorder ('autoimmune - like symptoms') in an adult female patient who had essure (batch no. 655683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, numbness (fingers & lips "going numb), taste metallic, menstruation irregular, uterine leiomyoma, uterine enlargement, polymenorrhoea, drug hypersensitivity, latex allergy and paratubal cyst. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included abdominal pain (irregular abdominal pain), constipation, diarrhea, bloating, tiredness, dizziness, malaise and fatigue. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain / pelvic pain"), infection ("infection"), allergy to metals ("nickel sensitivity"), uterine enlargement ("enlarged uterus") and abdominal pain lower ("right and lower quadrant pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, embedded device, pelvic inflammatory disease, autoimmune disorder, pelvic pain, infection, allergy to metals, uterine enlargement and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, autoimmune disorder, embedded device, fallopian tube perforation, infection, pelvic inflammatory disease, pelvic pain and uterine enlargement to be related to essure. The reporter commented: removal details- there was an inflammatory reaction along the right tube consistent with a right cornual tubal essure perforation one coil were visualized on the left. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: embedded device,pelvic inflammatory disease. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.